Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0238817, cat. No.120136. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: "the user reported that he/she could not attach the pen needle to the pen."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "the user reported that he/she could not attach the pen needle to the pen."